Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracotomy with left lobectomy. According to the reporter: the instrument locked on the tissue and would not open after firing. Another stapler was used to resect stapler.